Event description:
Physician reported tissue expander removal and replacement. Reported hole or separation between base and shell of implant, possibly caused by traumatic event (car accident). Tissue expander removed and replaced with similar device on (B)(4) 2011.